Manufacturer narrative:
H10: additional manufacturer narrative: an echo image evaluation was performed with the following findings: approximately 8 years and 3 months after aortic valve replacement with a 27 mm edwards bioprosthesis, there is evidence of bioprosthesis degeneration, with moderately reduced leaflet opening. There was also mild to moderate calcification. Gradients suggest severe aortic stenosis, albeit with only moderate stenosis based on valve area (both goa and eoa), suggesting that factors in addition to bioprosthesis degeneration are contributing to elevated gradients. These factors could include a high flow state or (without knowledge of patient body size) prosthesis-patient mismatch. The finding of persistently high velocity (vmax 3.5 m/s) and gradient (mean gradient 25 mm hg) following valve-in-valve transcatheter aortic valve implantation further suggests that factors other than valve function (again including high flow and/or prosthesis-patient mismatch) likely are contributing to elevated gradients. The root cause for the degeneration, calcification and high gradients remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a 27mm edwards valve implanted aortic position underwent surgery for a valve-in-valve replacement after an implant duration of 8 years and 3 months due to degeneration leading to stenosis. Mean gradient was 40 mmhg. A transcatheter valve was implanted within the surgical edwards valve using the transapical approach. The patient was noted as to be ok after the procedure.